Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced a broken needle. The following information was provided by the initial reporter. The customer stated: it was reported that caller reported needle broke. Verbatim:" caller reported [needle broke off in the cartridge.] [This is the only time this has happened.] Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required."